Event description:
It was reported a patient's right ventricular (rv) lead presented with extra cardiac stimulation. The rv lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of extra cardiac stimulation was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.